Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus/basal delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. The pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 120 mg/dl. The drive support disk was normal. The customer mentioned that he only welded the week before. Troubleshooting was not able to resolve the issue. The device was returned for analysis.